Manufacturer narrative:
H4: the lot was manufactured from 09 september 2022 to 16 september 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine; further described as ¿were drier than usual¿. This was observed after treatment of peritoneal dialysis therapy. The patient noted that when using the caps usually, a small amount of iodine flowed inside the tube; however, it did not when using these caps. There was no patient injury; however, the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.